Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt on october 8, 2008 and obtained the following info. The pt reported that the alleged issue began in four months earlier. Prior to when the issue began, the pt reported that her typical blood glucose results would be in the "120 or 130 mg/dl" range. On an unspecified date in that month, the pt stated she started to obtain readings of "75 and 50 mg/dl." Despite the lower results, the pt claimed she continued to take her usual diabetes medication (unk dose of actos, and 30 units of 70/30 humulin in the morning and 20 units at night). On an unspecified date in the same month, the pt reported that she was feeling really sick (had blurry vision, cold feet, and was dizzy) and when she tested on the subject meter, she was obtaining results of "50 and 36 mg/dl." As a result of the "low" readings, the pt stated she ate food. That afternoon, the pt claimed her grandson found her "passed out" and contacted emergency services. The pt reported that she was tested on the emt's meter and obtained a high reading (result unk). The pt stated she was put on an IV, given "medication," and then taken to the emergency room (ER). In the ER, the pt confirmed her blood glucose was also checked with an unspecified device and they also obtained a high reading (result unk). The pt believes she was treated with insulin, but did not know what type or the dosage. The pt mentioned she was released from the ER after 12 hours. On an unspecified date, after the visit to the ER, the pt reported that she went to see her physician and explained what happened. The pt stated that her doctor told her to stop using the subject meter and wrote her a prescription to obtain a new meter and test strips. The pt mentioned she was released from the ER after 12 hours. The pt confirmed she did discontinue using the subject meter after she obtained the new meter (brand unk). In addition, after the ER visit referenced above, the pt confirmed she went to the ER on two separate occasions that same month because she had suffered a seizure and two mild heart attacks. The pt could not confirm if she was using the subject meter or new meter to test her blood glucose at the time those events occurred. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and that she was cleaning the puncture area properly. This complaint is being reported because the pt claims she obtained inaccurate low readings on the subject meter, and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.